Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. (B)(4).

Event description:
It was reported that two different left ventricular (lv) lead models were attempted to be implanted, however there were poor thresholds throughout the available branches. An epicardial lead was later implanted. No patient complications have been reported as a result of this event.